Event description:
Cs perforation, managed by cardiac surgery. The blood and hematoma in the pericardial cavity were removed via thoracotomy. The leads were successfully implanted. No further patient complications have been reported as a result of this event. Investigation of this event with the physician indicates a competitive ablation catheter was also used during the implant procedure. Since the perforation was discovered after both catheters were used, it is unclear which catheter may have contributed to the reported perforation.

Manufacturer narrative:
This event occurred outside the united states where there are governmental restrictions placed on release of patient information. No information regarding the implant procedures or the anatomy of the patient's coronary vessels is available. Other: perforation, managed by cardiac surgery. The blood and hematoma in the pericardial cavity were removed via thoracotomy. The leads were successfully implanted. No further patient complications have been reported as a result of this event. Investigation of this event with the physician indicates a competitive ablation catheter was also used during the implant procedure. Since the perforation was discovered after both catheters were used, it is unclear which catheter may have contributed to the reported perforation. No conclusion can be drawn.

Event description:
Cs perforation, managed by cardiac surgery.